Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown issue. Additional information indicated this lead was explanted due to pocket erosion. At this time, no new lead has been implanted. No additional patient adverse effects were reported.